Manufacturer narrative:
(B)(4). No sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this device; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking when manipulated by a pharmacist. The leak was discovered prior to use; therefore, there was no patient involvement or adverse event. No additional information is available.